Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to being dissatisfied with the implant as the device was not working properly. The patient did not experience any adverse events and was thought to be good following the procedure.